Event description:
It was reported following a percutaneous coronary intervention (pci) an 8f angio-seal sts plus was selected for use. After reviewing the pre-deployment femoral angiogram of the puncture site, the angio-seal was deployed. Hemostasis was achieved. The patient ambulated after one hour. Several hours later, the blood oozed from the puncture site and manual compression was applied. The next day, the patient was discharged from the hospital. Five days after the initial procedure, the patient experienced leg pain and returned to the hospital where a CT scan revealed occlusion of the artery at the puncture site. An ankle brachial index (ab) was 0.64. The next day or six days following the percutaneous procedure, the patient underwent surgical intervention. The surgeon removed the angio-seal anchor and collagen from within the artery. Plaque material was also found one centimeter proximal to the angio-seal location. The following day, the patient underwent a percutaneous transluminal angioplasty (pta) for that plaque. The patient is recovering well.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. Three radiographic images of femoral angiograms were received with the event. There are no right or left identification markers or hospital identification present on the images. Hand written annotation identified "2007 pre-deployment angiogram. On two days later, stenosis was found 1 cm proximal to the puncture site, and the same day, post pta angiogram." These 3 images represent femoral angiograms and contrast was seen in the arteries. Two hand drawn images were also included stating the location of the surgical findings. Six images of the CT scan performed 11-2007 was received with the event. Contrast was seen in different levels of the lower abdominal and pelvic areas. Two of the images are labeled "rt sfa". The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment option include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the use once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.